Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint indicates that the device is not available ¿ customer retaining product, therefore not available for evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination. Review conducted per qlik query executed 10-15-2019. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot no non-conformances were identified for this part-lot number combination. Review conducted per qlik query executed 10-15-2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown.

Event description:
It was reported by a j&j employee that during a rotator cuff repair the suture of the knot manipulator full loop cut. A 2 minutes delay was reported. The procedure has been completed without fragments nor patient consequences by using a free stitch to pass an extra suture through the cuff. The hospital owns the device. No additional information was provided.